Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/9/2021. H.6. Investigation: bd received 2 samples and a photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter and chipped product with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter and chipped product with the incident lot was observed as not all product specifications were met. Bd determined that the root cause of the indicated failure mode was attributed to assembly related. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 18.0mg plus blood collection tubesthere was foreign matter in tube; biological and non-biological . The following information was provided by the initial reporter: translated to english. The customer stated: foreign matter in tube; biological and non-biological when preparing using the tube, 1ea tube has fm 1 tube and 1ea tube's shield was damage.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes there was foreign matter in tube; biological and non-biological . The following information was provided by the initial reporter: translated to english. The customer stated: foreign matter in tube; biological and non-biological when preparing using the tube, 1ea tube has fm 1 tube and 1ea tube's shield was damage.